Event description:
It was reported that upon boot-up the programmer displayed the error message "emergency hardkey available." The programmer screen was black and prompted the user to reboot, however even with multiple reboot attempts, the programmer just kept coming back to the same screen/message. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that upon boot-up the programmer displayed the error message "emergency hardkey available." The programmer screen was black and prompted the user to reboot, however even with multiple reboot attempts, the programmer just kept coming back to the same screen/message. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of the error message "emergency hardkey available" and the link electronic module printed circuit board was therefore calibrated, the hard drive imaged and the current software reloaded. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).